Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. (B)(4).

Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent was used during a stenting procedure. According to the complainant, outside the pt, when the physician attempted to straighten the pigtail portion of the stent using straightener, the proximal pigtail detached. The procedure was completed with another polaris ultra ureteral stent. There were no pt complications and the pt condition was reported as "good".